Event description:
It was reported that the patient's device electrode array protruded into the external ear canal and it was infected. The doctor had cut out the electrode since the patient was attempting to pull it out. The device has reportedly stopped functioning. Device explant is under consideration.